Event description:
Additional info from the hcp reports the aspiration volume discrepancies kept increasing. After the pump replacement, the pt was reported to have recovered without sequela.

Event description:
The hcp reported "excess residual volume." The pump was explanted and returned to the MFR for analysis.